Event description:
On (B)(6) 2011, it was reported that the pt experienced coupling and or communication issues. An overdischarge was suspected as the pt had not recharged during her pregnancy. It was later reported that the pt's hcp had not seen the pt since (B)(6) 2009 and there were no future appointments. On (B)(6) 2011, it was reported that recharging during pregnancy caused the pt to hemorrhage. Recharging while pregnant also caused the pt to dialate. As a result, the pt did not recharge for 5 months and had to meet with a manufacturer rep to get the ins working again.

Manufacturer narrative:
(B)(4).